Manufacturer narrative:
H.6. Investigation: customer called bd support after a bottle broke in their bactec fx 441385 sn: (B)(6). During the cleaning process their row ef went offline. This is an unconfirmed complaint. Bd sent a quote for field service engineering to come and clean the instrument but no follow up was heard from the customer. Device history review is not required as this is not a confirmed complaint, and no samples were returned for analysis. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that a vial broke in drawer b while using bd bactec¿ fx, instrument top, packaged and blood leakage occurred. There was no user impact. There was no report of patient impact. The following information was provided by the initial reporter: customer reports a vial broken in b-f/b-1. 1. Was the leak contained within the instrument? Once door was opened a little leaked on floor. 2. Was the leak in a customer accessible location? Yes. 3. What was the fluid that leaked? Blood. 4. What is the source of leak? Top of bottle was broken, possible drop. 5. Was the customer exposed to blood or bodily fluids? All wearing ppe, no exposure. 6. Was there any physical harm to the customer as a result of the leak? No injuries.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a vial broke in drawer b while using bd bactec¿ fx, instrument top, packaged and blood leakage occurred. There was no user impact. There was no report of patient impact. The following information was provided by the initial reporter: customer reports a vial broken in b-f/b-1. Was the leak contained within the instrument? Once door was opened a little leaked on floor. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Blood. What is the source of leak? Top of bottle was broken, possible drop. Was the customer exposed to blood or bodily fluids? All wearing ppe, no exposure. Was there any physical harm to the customer as a result of the leak? No injuries.